Event description:
It was reported that this implantable lead was part of the system revision due to infection and pocket erosion. No adverse patient effects were reported. The implantable lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.